Event description:
The customer activated the pod on (B)(6) 2013 at 9:48 pm and gave himself a 2 unit bolus. He took another bolus of 3.3 units at 10:22 pm after eating 30 grams of carbohydrate. At 11:15 pm, his blood glucose measured 285 mg/dl. He ate 20 grams of carbohydrate and corrected with a 2.2 unit bolus. At 11:44 pm, his blood glucose was 322 mg/dl, and it rose to 409 mg/dl at 1:03 am, when he took a 2.6 unit bolus. He then deactivated the pod, and noticed that the cannula looked kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall about 250 mg/dl, follow the treatment advice of your healthcare provider."